Manufacturer narrative:
The customer reported that a power outage caused vitals not to appear anymore at all on this central nurse's station (cns). However, while on the phone with the customer, the vitals started to comeback and did not have further issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a power outage caused vitals not to appear anymore at all on this central nurse's station (cns). There was no patient injury reported.